Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Unexpected post op refraction. Lens repositioning in a secondary procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated. Iol rotation was noted 3 days post operative. It was reported that the patient¿s vision is not good in the right eye. The iol was implanted at 99 degrees, and 3 days post-op, it was at 86 degrees. Od (right eye): refraction post op +0.75-1.75 x 45. Visual acuity post-operative: 6/18. The iol was repositioned on (B)(6) 2017. Post op refraction following lens rotation was 1.00 x 1.00 x 140 and visual acuity was 20/20. No additional information was provided to abbott medical optics.